Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). The reporting facility has indicated that they are unsure if they will return the pump, pump logs and/or tubing involved in the event for investigation. As a result, to date the pump or pump logs have not been received; therefore, the exact cause of the reported event could not be determined. All available information has been forwarded to the device MFR. If the pump or pump logs are returned for eval and/or additional pertinent information becomes available, a follow-up report will be filed.

Event description:
Ref imp report: (B)(4).